Manufacturer narrative:
The tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 418 mg/dl. The customer indicated that bgs were treated with boluses from the pump. During troubleshooting with tandem's technical support, it was noted that bg level was likely due to air in the tubing and that the air may have been due to an improper load process. The customer stated that the air removal step was not completed and stated that it was not certain if room temperature insulin was loaded.